Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and not detected on bus. A field service engineer reconnected the drawer, reseated connections, rebooted the station and tested with the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and it was unable to open the drawer. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.